Event description:
It was reported that patient experienced loss of therapeutic effect. The patient changed from program 2 to program 3 and increased stimulation to 4.3v. The patient stated she was having problems with her device and it wasn't doing its job and stated it was not effective. The patient stated when she 1st got the device it worked wonderfully. The patient tried increasing stimulation but has not seen an improvement in her symptoms. The patient stated when she was at the health care provider (hcp)'s office 4-5 months ago they changed the program which has not helped her symptoms. The patient had to wear a pad all the time. It was noted that the night prior to this call when patient got up to go to the bathroom as soon as her feet hit the floor her bladder started pouring and stated couldn't even feel herself going. The patient stated that she wondered if the lead came loose. The patient had not had any falls or trauma. The patient had to change the batteries every time she uses the patient programmer (pp) and stated she only uses the pp every 2-3 months. Additional information received sixteenth days later indicated that patient still had concerns with their device or therapy but have not sought further help. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported still experiencing leakage, which the hcp reportedly stated was due to the patient not getting stimulation "in the appropriate area." Device replacement occurred on (B)(6) 2015. However, records showed (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va035nt, implanted: (B)(6) 2012, product type: lead. (B)(4).